Event description:
It was reported that, the patient received several non-conversion shocks, all appropriate on the arrythmia. Upon review the system impedances was very high and the patient was admitted to the hospital. X rays were performed and showed fat under the electrode. The patient had a device exchanged due to battery depletion and the chest x-ray of that time showed a suboptimal position of the system. Nevertheless, no defibrillation threshold (dft) test was done at the substitution. The most recent chest x-ray showed a too high position of the electrode, and a too low position of this s-ICD. No was lateral image available. The technical services (ts) indicated that the shock impedances were far too high to give effective shocks and discussed troubleshooting options. This s-ICD remains in service. No additional adverse patient effects were reported.